Event description:
It was reported that the absolute pro was advanced to the moderately calcified target lesion in the left superficial femoral artery and deployed. It was then noted that the absolute pro appeared fractured and post dilatation was performed. The physician implanted a second absolute pro in the target lesion to cover the fractured absolute pro. The physician was then satisfied with the results. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4): for use in wrong anatomy. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A cine image from the procedure was received and reviewed by an abbott clinical specialist who confirmed that the image is consistent with a stent fracture. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported the absolute pro was used in the femoral artery. It should be noted the indications section of the absolute pro self expanding stent system instructions for use states: the absolute .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree. It is unknown how the off label use of the device contributed to the reported difficulties.